Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt saw a persistent screen of "batteries low, replace the controller batteries soon" when they tried to charge their implantable neurostimulator (ins) yesterday night. Pt said last night the ins started to charge, but the battery would not increase. Pt noticed longer times when looking for a device and would get stuck on checking the recharger screen and would have to reset the controller. Pt said they put double aa batteries in the controller, but it did not charge the ins. Patient services (pss) informed the function of using double aa batteries in the controller. Pt mentioned they charge their ins twice per day and now their ins is "dead" and the pt was starting to feel the results from it. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no damage was detected. Pt said the rtm cord gets warm, but is not hot to the touch. Pt mentioned the controller battery was at 100% and the ins battery was in the red and had a warning recharge message. Pss had the pt initiate a charge session and was able to charge with an "excellent" charge quality. After several minutes, the pt noted the controller battery decreased to 90% and the ins battery increased to 30% with an "excellent" charge quality. During the charging session, the pt received the batteries low, replace the controller batteries soon screen that terminated their charge session and they had to reconnect to the ins. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.